Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery (unknown procedure type), there was cutting failure of the cutter (vitrectomy probe). The surgery was completed on same day post replacing with similar product. There was no contact between patient and suspect product.